Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menstrual cycles"), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("severe abdominal pain"), back pain ("back pain"), alopecia ("hair loss"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (plaintiff underwent a total hysterectomy for removal of the essure device). At the time of the report, the genital haemorrhage, menorrhagia, menstrual disorder, abdominal pain, back pain, alopecia, dyspareunia, anxiety and depression had not resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dyspareunia, genital haemorrhage, menorrhagia and menstrual disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.